Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient is deceased and died six days post device replacement. It was further reported that the day prior to the death, the patient went to the physician with cold like symptoms, was prescribed a medication and returned home. The patient was found the following morning by a family member and emergency services was contacted. It was reported that an external electrocardiogram (EKG) was performed by emergency services staff and no pacing spikes were present and no electrical activity was noted on the EKG. A device malfunction is alleged. No autopsy was performed and the patient was buried with the device system. Additional information received noted that no performance issues were present on the post implant EKG.